Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using a lightning aspiration tubing (lightning), an indigo system aspiration catheter 7 (cat7), and a non-penumbra sheath. During the procedure, the physician was aggressively torquing the cat7 multiple times and, consequently, the hub of the cat7 had separated. Therefore, the cat7 was removed. The procedure was completed using a new cat7, the same lightning, and same sheath. There was no adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.